Event description:
The biomedical engineer (bme) reported that when the nursing staff was transferring patient(s) from the central nurse's station (cns) to other departments, the cns will come up with patient transfer failed message. This affects patient monitoring because the patient disappears from this cns and does not go to the destination cns. No patient harm or death occurred. Nihon kohden technician had the bme reboot the cns and after it was rebooted, nk technician had the bme admit a test patient, attempt to transfer patient to the cns in the affected group and it was successful. Bme transferred the test patient back the other way and it was successful, issue resolved.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they were getting a "patient transfer failed" error message when transferring patients from one central nurse's station (cns) to others. The patients were disappearing from this cns and not reaching the destination cns. Technical support (ts) had the bme reboot the cns then admit a test patient. They were able to successfully transfer the test patient to the cns in the affected group, then back to the original cns, resolving the issue. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). There was insufficient information available to determine the root cause. According to the operator's manual, the message "patient transfer: failed" corresponds to the destination monitor being off and/or not on the network. There is no indication that the cns has malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Event description:
The biomedical engineer (bme) reported that they were getting a "patient transfer failed" error message when transferring patients from one central nurse's station (cns) to others. The patients were disappearing from this cns and not reaching the destination cns. No patient harm or death occurred.